Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that three setting instrument for the pole plug are damaged. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. No further due diligence required as all required information to support the conclusion is available/was already requested. Devices analysis visual examination: three setting instruments have been returned for an investigation. The tips of the instrument have fractured off. Additionally, the shoulders at the tip of the instruments are slightly deformed. Review of product documentation: this device is intended for treatment. Conclusion summary: three setting instrument have been returned for an investigation. Based on the visual examination, the reported event can be confirmed. The tips of the instruments have fractured off. The investigation results did not identify a non-conformance or a complaint out of box (coob). The most likely root cause leading to the fracture of the instruments might be related to instrument design and / or conditions of use. A deep investigation was performed including the initiation of corrective and preventive actions and health hazard evaluation to assess the necessity of corrective actions and/or a field action. The CAPA investigation concluded the below root causes: surgeon has limited visibility of the plug during insertion with the straight setting device of revision d. The surgeon may not see when the pole plug is fully seated (leading to a potential deformation of the instrument tip). The described surgical technique is not always followed and the instrument has been misused. Both surgical techniques of the alloclassic cup and alloclassic it cup do describe the correct handling of the pole plug inserter. However, the descriptions of how to use the setting instrument are not fully aligned. A cad analysis showed that a potential minimal collision between the instrument and the acetabular cup may happen during the insertion of the pole plug. This collision may result in the instrument slightly separating from the pole plug, which may lead to a deformation of the setting instrument. Corrective actions related to the affected setting instrument have been implemented. These corrective actions include the following: the design of the instrument was improved and design revision e has been released on sept 22, 2020. The visibility of the surgical field was improved by flattening the tip of the straight setting instrument and the potential worst case collision/overlap between instrument and acetabular cup was eliminated. A surgical technique amendment was implemented. The descriptions of the alloclassic cup surgical technique was aligned with the description in the surgical technique of the alloclassic it cup. Alloclassic cup was released and is valid since sept 22, 2020. Evaluation and associated risk assessment showed that the probability of occurrence of harm is still within the given limits of the corresponding risk management file, and therefore is considered low risk. Based on this, zimmer biomet decided to not initiate an fsca for this product. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).. The following reports are associated with this event: 0009613350-2020-00032, 0009613350-2020-00033.

Manufacturer narrative:
Concomitant medical products: medical product. Setting instrument for pole plug; catalog no#: 01.00009.001; lot#: 4502270778. The manufacturer received per and picture or review. The manufacturer received device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the visit to the hospital, the sales rep was provided with 3 damaged setting instrument for pole plug. There is no description on specific cases available.